Event description:
It was reported that the handpiece overheated during a wisdom teeth extraction, and the pt received a small blister burn to the upper lip. The doctor completed the procedure with another handpiece. The injury was described as a water blister about the size of a dime. The doctor provided the pt with instructions for home care, which included use of an ointment/neosporin. In a post-op checkup approx a week later the blister had turned into a small "mark" while the injury was still healing. At this time there is no expected permanent damage or scarring caused from the burn.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with corroded bearings, which were replaced along with the nose cone, bearing stop, and burshield. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.